Event description:
Ventilator keeps alarming circuit occlusion.======================manufacturer response for ventilator, carefusion (per site reporter).======================talked with carefusion clinicians and service they fell problem is expiratory filter is getting saturated and needs to be changed out more frequently. Ventilator tested within normal operating limits and put back into service.